Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the needle was detached from the suture. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/24/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional h-3 summary: it was received for analysis an opened sample of product. During the visual inspection of the needle, the swage and attachment area were as expected, remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the end of the suture was damaged (dent) appears to be by use of the surgical instrument. Per the sample condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.